Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The caller reported that the patient received blood glucose values of 60 mg/dl and 90 mg/dl, however the patient's blood glucose level was 380 mg/dl. The timeframe between these results was not provided. Afterwards, they went to pediatrician's office where the customer allegedly received the following results, with two different expert meters, within 10 minutes: 112 mg/dl (lot 497067 ) and 380 mg/dl (lot asku). Readings occurred with two vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.